Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus would not stay calibrated. It was indicated that the flex cable between the overlay and the xy printed circuit board (pcb) required cleaning and re-seating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the display cursor. The issue was not resolved with calibration. The programmer was returned for service. No patient complications have been reported as a result of this event. (B)(6) 2020: the radiofrequency head, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.